Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty securing the connector to the cartridge during a supply change and did not complete the fill cannula step, followed by the cartridge dislodging from the pump; customer support provided step-by-step education to correctly seat the cartridge, attach the connector, fill the tubing until drops were visible, complete the cannula fill, and resume insulin delivery. Symptoms included no adverse clinical effects and blood glucose remained stable. Outcomes included successful restoration of insulin delivery without alerts, alarms, or medical intervention. Investigation included remote troubleshooting and user education through guided reinsertion, reconnection, and priming procedures. Investigation of this case revealed improper deployment of the infusion set or connector attachment leading to loss of proper connection, which was resolved by correct seating of the cartridge and connector and proper priming of the infusion system. It was concluded, based on previously established findings for similar reports, that the cause was user setup error corrected through troubleshooting and education.